Manufacturer narrative:
Our in-process control contains tensile strength test of every batch and 100% visual inspection. No sharp objects are present on the workstations. The tensile results of this batch showed in-spec results. The skewed and indented appearance of the torn line is typical for breakage due to cut or nick. Based on the above, we conclude that the possibility the drain tore following any manufacturing reason is remote; drain most probably was damaged in use. One of the properties of silicone drains is to snap easily in place of slight cut or nick. The complaint considered to be not justified; no CAPA is required in this case.

Event description:
The drain tube broke at an angle of about 6 mm during use.